Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was cracked at the reservoir compartment. Caller also reported that this crack was missing a piece that kept cutting the tubing. The customer also reported that the down arrow button would stick at times. Blood glucose level at the time of the incident was 133 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The insulin pump was received with broken reservoir tube lip and reservoir dose stay locked in. The insulin pump was received with minor scratches on lcd window and cracked belt clip slot.